Event description:
Per reporter "rn to home for infusion procedure. Noted when tubing was primed fluid was leaking from filter area--unable to detect defect in casing or tubing. Tubing changed." 34 year old male. No pt compromise reported.